Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
The patient reported a heart rate below the programmed lower rate of the implantable pulse generator (ipg). Previous pacing modes were discussed. The ipg remains in use. No patient complications have been reported as a result of this event.